Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had undersensed the patient's r-waves which then caused the ICD to pace on the t-wave. As a result, this caused the patient to go into ventricular tachycardia (vt). The ICD appropriately sensed the vt and delivered anti-tachycardia pacing (atp) as programmed; however, the last burst caused the vt to accelerate. The ICD again sensed the arrhythmia and then delivered a shock which converted the patient's heart back into normal sinus rhythm. A review of the electrogram confirmed that the initial undersensing that caused the arrhythmia was a result of functional undersensing. The field representative was called to the hospital and the ICD was reprogrammed to vvi 40 as the patient does not require pacing and to avoid and further functional undersensing. In addition, the atp ramp scheme was removed from both the vt-1 and vt zones. No additional adverse patient effects were reported. The patient was then discharged to home and will routine for normal follow-ups. Both the ICD and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.